Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: a review of the black box did not show any reboot incidents. The returned battery cap was able to secure properly to the pump. Visual inspection did not find any damage to the battery cap or battery compartment. The pump was exercised for 24 hours with no power issues occurring. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Additionally, investigation revealed a leak due to a crack in the pump casing between the display lens and the case seal. The pump cover was removed and there was evidence of moisture corrosion found on the pcb, the battery compartment enclosure, the display screen, and the force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture in the pump after the patient went swimming, and that subsequently the pump stopped working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.